Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced rewind anomaly. The customer's blood glucose value was unknown. The customer stated that she changed her infusion set and reservoir. The customer stated that the rewind anomaly does not occur after an alarm per alarm history. The product was returned for analysis.